Manufacturer narrative:
This information comes to us in the form of legal action. We are working to receive the product for evaluation.

Event description:
Patient wearing cti knee brace made a jump and came down hard while kitesurfing and ruptured his acl.